Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After inserting the zilver stent delivery system inside the cbd , while assesing the length of the stricture and stent , it was found the there is need of 8cm stent instead of 6cm.while removing the zilver 6cm stent, it got automatically deployed till half point without even removing the safety lock. Patient/event info - notes do they know why the stent got prematurely deployed during retraction? No. What endoscope channel size was used? Olympus 150 series ercp scope accesory channel size 4.2mm. Details of the wire guide used (name, diameter)? Visiglide .35. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? 8cm zilver deployed at same time in same procedure.